Event description:
It was reported by an attorney that the patient underwent a gynecological procedures on (B)(6) 2002 and (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to genuine sui, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence. It was reported that patient underwent partial mesh excision, ureterolysis and cystoscopy on (B)(6) 2002 for urinary retention.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with cystoscopy, a&p colporrhaphy. No additional information was provided.